Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 500mg/dl. The customer delivered a correction bolus via the tandem pump and switched to an alternate pump to address bg. Reportedly, the customer had the flue and had forgotten how and when to bolus with the tandem pump. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.